Manufacturer narrative:
The field service engineer (fse) inspected the analyzer and found a blocked nozzle in the cuvette washing station causing an overflow in the cuvettes. The fse unblocked the nozzle. The investigation determined the event was due to a maintenance-related issue. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The investigation is ongoing.

Event description:
The initial reporter received questionable c-reactive protein (crp4) and other assay results from about 200 patient samples tested on the cobas c 503 analytical unit. The reporter performed a random check of the results and found that they did not correspond with the previous results. They also found that the cuvettes were overfilled with no alarms. The reporter was able to provide one example of discrepant results: the initial result from the analyzer was 63.2 mg/l. The repeat result from another c 503 analyzer was 84.7 mg/l.